Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00012. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolism procedure using ruby coils. This was the physician's first experience using pushable coils. The physician kinked two hypotubes on the ruby coils. The physician recognized that one of the problems was caused by not having the orange sheath flushed against the microcatheter while loading. Another issue was simply loading the coils with the technician's hands too far apart. The issues were acknowledged as being operator errors.